Manufacturer narrative:
The user experienced severe hyperglycemia resulting in dka and hospitalization while using the ilet. This situation can result in acute metabolic decompensation requiring inpatient treatment and is consistent with the reported dka diagnosis. Engineering log data was not available for the reported event timeframe, so device performance on the event date could not be directly assessed, and no device malfunction was identified from the available data. Based on the user¿s report, the event was attributed to a failed infusion set with bent cannula, resulting in insufficient insulin delivery. The user reported hospitalization for dka, but ICU admission was not confirmed. If additional information becomes available, a supplemental MDR will be submitted. This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.

Event description:
On 26-aug-2025 it was reported that on (B)(6) 2025, the user experienced hyperglycemia resulting in diabetic ketoacidosis (dka) and hospitalization. The user received hospital treatment and was discharged. The user recovered.